Event description:
It was reported that during a routine follow up visit, this pacemaker was found to be in safety mode. The physician plans on scheduling a device replacement procedure. Subsequently, a replacement procedure was performed, this pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.